Event description:
As reported by the user facility: catheter was retained in the pt's leg and unable to be removed during procedure. The catheter will need to be removed surgically. No injury. No medwatch reported.

Manufacturer narrative:
The actual device in the reported incident was not returned to the manufacturer to be evaluated and a lot number was not reported. Without a sample to evaluate or lot number reported, a thorough evaluation could not be performed. No specific conclusions can be drawn. Incidents of this nature can generally be attributed to one of two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling instructions for the tray state, "do not withdraw catheter through needle due to possible danger of shearing." All available information has been provided to the actual manufacturer. If any pertinent information becomes available, a follow up report will be filed.